Event description:
Patient allegedly received an implant via the right femoral vein due to status post deep vein thrombosis (dvt) and pulmonary embolism (pe) followed by a filter retrieval on (B)(6) 2019. Patient is alleging vena cava perforation and post implant dvt. Patient notes and further alleges experiencing "pain in abdomen especially when attempting to exercise. Constant cramping in legs and feet along with tightness in calf (right). Shortness of breath + hip pain. Can't stand for long periods of time", post filter implant pe (per medical record), depression and anxiety. Per a computed tomography (CT) abdomen without contrast: "the superior portion of the ivc filter is at l 1-l2. The filter has several projections. None of the projections extend to the level of the aortic wall. There is a projection close to the right gonadal vein which demonstrates otherwise no abnormalities". Per a CT angiogram abdomen and pelvis with contrast: "impression: 1. Limited evaluation of the inferior vena cava. Within these limitations, no large clot burden in the infrarenal ivc filter, which is partially protruding past the lumen of the ivc. 2. Left lower lobe consolidative opacity with areas of scattered mucous plugging. In the setting of acute pulmonary embolism, evolving infarction cannot be excluded. However, cannot exclude infectious etiology (such as aspiration/pneumonia) in the appropriate clinical setting".

Manufacturer narrative:
G4 (510k): k171712. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), vena cava (vc) perforation, deep vein thrombosis (dvt), dyspnea, chest/hip/abdominal pain, cramps, calf tightness, anxiety, depression, physical limitations. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported dyspnea, chest/hip/abdominal pain, cramps, calf tightness, anxiety, depression, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) in lot. To date, one other complaint for a different issue has been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
CT abdomen: "findings: filter type: cook select. Ivc stenosis: no. Filter position: below the level of the renal veins. Impressions: the anterior right strut penetrates 4 mm through the ivc wall. Coronal image 52. The anterior left strut penetrates 2.6 mm through the ivc wall. Coronal image 51. The posterior right strut penetrates 7 mm through the ivc wall. Coronal image 58. The posterior left strut penetrates 5 mm through the ivc wall. Coronal image 57. A right sided arm penetrates 13 mm through the ivc wall. Coronal image 54".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. (B)(4) devices in lot. One other complaint has been reported against the lot for a different issue. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog # is unknown but referred to as celect. Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2018, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.